Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The sensor failure during warm up. The patient had been up and active, then started to feel unwell and tired. She rested but did not check her blood glucose (bg). Around dinner time her parent found her unconscious and called 911. It is not known how long after the sensor failure the patient lost consciousness or how long until the parent found her unconscious. When the ambulance arrived at around 7:30 pm the bg reading was 40 mg/dl, while the cgm showed no reading due to the sensor failure. The patient was taken to the hospital. The parent went to the hospital at around 11:00 pm and saw the nurse ¿squeezing the bag¿ into the patient to wake her up. No details were available regarding what medication was in the apparent IV infusion. The patient was also treated with a warming device to bring her temperature back, and an ¿oxygen machine.¿ the patient regained consciousness for about a minute at around 2:30 am and then fell unconscious again. It was stated that the patient was on many medications due to being on dialysis (which is off-label usage of the device) and stayed at the hospital for a month. At the time of the report, she had recovered. During a follow up attempt the parent reporter declined to provide any further details. Therefore, no additional patient or event information is available. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4). Initial reporter state: ni. Diabetes mellitus is a known cause of hypoglycemia.